Manufacturer narrative:
No product has been returned for this complaint and a valid serial number listed was not provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs (device history review) for all libre sensors within expiration at the time of complaint was reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed, representative of product available in the field, and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors. No tripped trends were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
A hospital called to report that a customer received adc freestyle libre sensor scan results of 40-50 mg/dl and was brought into the hospital where his glucose was determined to be greater than 800 mg/dl. Customer was diagnosed with hyperglycemia however it is unknown what treatment was rendered as caller had no further details. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A hospital called to report that a customer received adc freestyle libre sensor scan results of 40-50 mg/dl and was brought into the hospital where his glucose was determined to be greater than 800 mg/dl. Customer was diagnosed with hyperglycemia however it is unknown what treatment was rendered as caller had no further details. There was no report of death or permanent injury associated with this event.